Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: dilator attempted to be placed, but the end of the dilator flared. The tip is "way too flimsy." No patient information or further event details were available at the time of this report.

Event description:
The complaint is reported as: dilator attempted to be placed, but the end of the dilator flared. The tip is "way too flimsy." No patient information or further event details were available at the time of this report.

Manufacturer narrative:
(B)(4). The report of a damaged dilator tip was confirmed through complaint investigation. The customer returned one dilator for analysis. S igns-of-use in the form of biological material were observed inside the dilator body. Visual analysis revealed widening directly at the distal tip of the dilator. White stress marks were observed around this defective area, which is an indicator that excessive force contributed to the damage. When compared to a lab inventory dilator, no obvious differences in structural integrity were observed. The dilator length from the hub to the tip measured 3 15/16" via calibrated ruler, which is within the specification limits of 3 3/4"-4 1/14" per the dilator product drawing. The dilator outer diameter measured 0.111" via calibrated micrometer, which is within the specification limits of 0.111"-0.113" per the dilator extrusion product drawing. The dilator inner diameter at the proximal end measured 0.064" via calibrated pin gauge, which is within the specification limits of 0.064"-0.067" per the dilator extrusion product drawing. Functional inspection was performed per IFU statement, "use tissue dilator to enlarge tissue tract to the vein as required. Follow the angle of the guidewire slowly through the skin". A lab inventory guide wire with a diameter of 0.032" was inserted through the distal tip of the dilator. Little to no resistance was encountered as the guide wire passed completely through the dilator with little to no resistance. The dilator was sent for additional analysis, and it was confirmed that the dilator tip inner diameter at the tip was indeed flared. Extensive dimensional analysis was performed on the dilator, and it was noted that there is variation in the tip radius; however, it was concluded that this is a result of the flaring/distortion during use of the device. In summary, the flaring of the tip radius and thickness is a result of deformation caused during insertion. Additionally, the IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.